Event description:
It was reported that the patient presented remotely. An alert showed up and revealed that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.